Manufacturer narrative:
(B)(4). Disconnecting the patient line from the transfer set without closing the clamp on the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during drain two of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The care giver stated that the patient disconnected from the homechoice but did not close the clamp on the patient line. The technical service representative assisted the caregiver in ending therapy and reviewed proper procedures per user manual. The caregiver stated that the patient will perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.